Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during a procedure. According to the complainant, during testing prior to the procedure, they were not able to get the medicine to come out of the needle. They were also unable to retract the needle. Another of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 257 mg/dl and 110 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.